Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect, which could explain the reported symptoms. Damages found during investigation are very likely related to the removal surgery. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information points to the implant being the source of infection. As confirmed by explantation report form, a bacterial infection was observed on the right implant side. Therefore the decision was made to explant and re-implant the patient on (B)(6) 2015.

Event description:
It was reported that the patient came to the clinic for fitting and the parent of the patient pointed out swelling above the implant. A decision was made to explant and re-implant the patient on (B)(6) 2015.

Event description:
It was reported that the patient came to the clinic for fitting and the parent of the patient pointed out swelling above the implant. An ultrasound performed showed the swelling as a blood sack and the blood test showed that the white blood cell count was very high. Therefore the decision to re-implant the patient was made.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.